Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturers' representative (rep) reported that the patient had a fall and had 3 fractured electrodes so they removed both the lead and the implantable neurostimulator as well for reaching end of service (eos). They were getting replaced. Additional information from the rep noted that the patient's family member said he fell on several occasions. The patient had parkinson's that caused him to have an unsteady walk. There were no specific dates for the falls. Also, there was a battery and lead check in (B)(6) 2015 and it was noted that the battery depletion was normal. Device was implanted in 2012. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.